Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the system. The fse replaced the buffer valve on the au5800 analyzer to resolve the issue. The beckman coulter internal identifier for this event is (B)(4). Patient demographics were not provided.

Event description:
The customer's au5800 clinical chemistry analyzer generated high ise (ion-selective electrode) results on one patient sample. There was no impact to patient treatment. The results were not reported outside of the laboratory. The customer stated controls (qc) were run before and after this event and the results were acceptable. The customer reran the patient sample and obtained acceptable results. The customer did not provide patient data.